Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. As the customer was changing the supplies on the pump, a minimum fill message was received after loading the cartridge with 50 units. The customer added more insulin and the loading step was successful. The customer's blood glucose (bg) level was 200 mg/dl and a correction bolus was delivered to address the bg level.